Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the footpedal angle bracket mount was broken off the foot pedal; and that the pre-test could not be completed. Therefore the reported condition was confirmed. It was also noted that the broken angle bracket was consistent with the device being dropped or mishandled. The assignable root cause was determined to be due to mishandling of the device which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device had a broken off angle bracket, a stuck plunger and no longer needs pressure applied in order to work. It was further reported that while post cleaning functional testing of the equipment, it was observed that when the foot pedal was plugged in, the device was already in "go-mode" before applying pressure to the pedal. It was further reported that the foot pedal was unplugged and inspected to see what was up. It was further reported that when looking at the bottom of the foot pedal it was noticed that their was no lever action from the foot pedal that was making it go. In comparing to the other foot pedals nearby, the brown plunger was pushed in and stuck and the angle bracket that contacts the brown ball on the plunger was broken off. There was no delay to the planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.